Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: investigation revealed that the battery compartment was cracked in two places. There was rust/corrosion in the battery compartment. Leak testing revealed a battery compartment leak. The pump would not power on due to rust/corrosion. The pump casing was removed and no internal moisture was found.